Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and the customer comment was confirmed. The monitor light-emitting diodes were flashing. Correction: a correction to model number was made to reflect correct model as 2490c8. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported by the patient that all the lights on the carelink monitor (clm) were flashing. No patient complications were reported as a result of this event.